Event description:
The extracorporeal photopheresis (ecp) treatment was aborted after 388ml of whole blood was processed. This occurred secondary to blood leakage from the pressure dome close to the centrifuge chamber. Pt blood loss was 208ml and there were no adverse effects.